Manufacturer narrative:
Olsen medical did not receive the device back; hospital rep (nurse staff) called symmetry to make them aware of the incident, staff stated: surgeon error. Symmetry thought this was filed with FDA - could not locate the report - re-filing.

Event description:
Surgeon was familiar with using insulated forceps, he used a non-insulated forceps in a surgery, the forceps touched patient on the ear, no serious injury to the patient. Facility stated: surgeon error.